Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to leakage from elevator channel port. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera duodenvideoscope was building tension and was too loose. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, it was found that the distal end, nozzle, and light guide lens presented foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the deformation of the elevator channel plug, water tightness was lost; the grip had a scratch; the forceps channel port had a dent; the air/water cylinder had no color; suction cylinder had no color; switch box had a scratch; knob had a scratch; color ring had a crack; third party repair had been performed; label on the suction connector and the suction connector were damaged; the electric connector had corrosion due to water leakage; due to adhesive peeling on a-rubber, insulation resistance value at the distal end did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; the objective lens had a crack; light guide lens had a crack and the connecting tube and universal cord were deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.